Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4.the retain test strips have been further evaluated by lifescan product analysis with the following findings:the retain test strips were found to be to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: supplemental sent to include additional information omitted from the narrative of follow up #1. Product analysis also performed a retain test. The retain test strips failed the performance testing with blood. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient reporter contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the issue began approximately a month ago. The patient alleged obtaining an inaccurate high results of "76mg/dl" with the subject meter and "94 mmol/l" with another device (one touch device unknown model), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The patient manages his/her diabetes with insulin (self-adjuster). The reporter confirmed the patient did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the reporter alleged the patient took more/drink at an unspecified date/time. The reporter claims the patient developed symptoms of "confused, and shaky" immediacy after the product issue. The patent alleged self-treatment with glucose gels/tablets at an unspecified date/time, the reporter mentioned that this happens often. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The caa was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began. In addition, there is no evidence that the subject meter malfunctioned.